Event description:
Call from this site for support (they wanted to confirm that igs was identifying both transmitter and receiver. Caller was instructed to launch into visualization then to follow help prompts to attach transmitter and receiver. System show no identification issues or other problems.